Manufacturer narrative:
Follow-up #1 date of submission 05/26/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was peeling off. During testing, the audio bolus button cover was intermittently unresponsive; which has no effect on insulin delivery. All other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was cracked. The display was dim and discolored. Additionally, the audio bolus button cover was torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.